Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections as a backup therapy until the replacement pump arrives. Technical support arranged for a replacement pump to be sent, along with updated software, and provided training available through the tandem source account. Instructions on storage mode and returning the problematic pump to tandem were given and acknowledged by the caller.